Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: promus element mr ous 3.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage; stent strut row 8 from the proximal end of the stent was lifted. The undamaged section of the crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. An examination of the shaft polymer extrusion found a midshaft kink 6 mm distal to the midshaft bond. The inner/outer polymer extrusion was kinked 98 mm proximal to the distal end of the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 12mar2017. It was reported that crossing difficulties were encountered. A 3.00 x 16 mm promus element ¿ stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis stent damage.